Event description:
It was reported that the device failed to detect a connection to the therapy cable. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed quik-combo therapy cable at the failure analysis center and determined the cause of the failure to be due to a broken and open sternum wire.